Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage was noted. The lesion being treated was located in the left circumflex (lcx) artery. During the procedure it was noted that the proximal end of the 2.75 x 32mm taxus liberte drug-eluting stent had a flared strut. The procedure was completed with another of the same device. No patient injury or complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were severely misaligned. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined.